Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the device was not available for analysis. (B)(4).

Event description:
Per the clinic, the patient experienced poor performance with device use. A revision surgery took place on (B)(6), 2012, to remove the abutment.it was also reported that the patient does not consider getting equipped with another abutment as of the date of this report, (B)(6), 2013.